Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. During troubleshooting, both pressure transducer printed circuit boards (pcbs) were replaced, as well as the expiratory cassette, which was swapped with another one already owned by the customer. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the reported issue with the failed pressure transducer test. The pressure transducer pcbs were returned for further investigation. Visual inspection of the returned parts revealed no abnormalities. The pressure transducer pcbs were then placed in a reference ventilator for simulated use testing. During simulated use testing, the device passed the pre-use check (puc). After passing, the device successfully underwent ventilation for 24 hours without generating any alarms or errors. After ventilation, multiple pucs were performed and all of them passed. Our conclusion is that the device failed to meet its specifications during the reported event and that either the pressure transducer pcbs or the expiratory cassette could be a contributory cause. However, since the reported issue could not be reproduced at the manufacturing site, the root cause cannot be established.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).